Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 305u229 tissue valve, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during the procedure to upgrade from an implantable pulse generator (ipg) to an cardiac resynchronization therapy defibrillator (crt-d)&#1288;ere was a small insulation breach noted by the proximal tip of the pin on the right ventricular (rv) lead. An area of the rv lead was bent with tissue securing both sides of the lead down which was creating a permanent loop bend. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.